Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture. It was also deemed that the leads were fractured. Both the ra and rv leads were partially explanted and replaced. No patient complications have been reported as a result of this event.